Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements (>2000 ohms). The clinic plans to continue normal monitoring. This crt-d remains in service. No adverse patient effects were reported.